Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2023-05353. It was reported that the patient was unable to set the system into MRI mode to due high impedance on one of the leads. Patient had adequate therapy with the other lead. As such, surgical intervention took place where in the lead was explanted and replaced with a new lead to address the issue. Investigation was unable to determine which of the leads had high impedance. Hence, both leads are being reported.